Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The service report is as follows: the fse replaced the compressor (0119-00-0179) and the pneumatic mod assembly (0997-00-0582). The iabp was put in service again. The fse tested both replaced components on a demo unit and the same problem appeared. Both components are available for investigation. The fse has already informed the international customer service of this problem. Components that were replaced: pneumatic mod assembly, p/n 0997-00-0582 and compressor, scroll, p/n 0119-00-0179. If the unit/part is returned for evaluation and up on results availability a supplemental document will be provided. (B)(4).

Event description:
During a use on a pt, the iab pump displayed several times the message [iab catheter restriction]. The customer replaced the iabp. No clinical consequences were reported.